Manufacturer narrative:
The pump passed the functional test, including the self. Sleep, current and measurement, active current measurement, rewind, prime and seating, basic occlusion, occlusion, force sensor and displacement tests. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage was less than 3 for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Pump error alarm during self test due to cracked solder joint keypad assembly. All buttons functioning properly. No unlocked keypad connector during visual inspection. Pump received with normal operating currents. No unexpected empty battery alarm noted. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised customer to wait until the notification light stops blinking and then remove and replace battery but the pump alarmed again. No further details provided.